Manufacturer narrative:
Additional information was received on september 25, 2020. The explant date was provided. An explant is planned for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 18, 2020. The investigation of the returned device was completed by the failure analysis lab on december 8, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation with mentor smooth round moderate profile 350cc saline prostheses (filled to 375ccs) experienced several systemic symptoms with autoimmune diagnosis post procedure. Fatigue, brain fog, memory loss, cognition problems, muscle pain and weakness, joint pain of neck, shoulder, back, hip, knee, hands/feet, hair loss, dry hair, premature aging of skin, skin itching, various rashes, weight problems, inflammation, insomnia and poor sleep, dry eyes, decline in vision, adrenal fatigue, parathyroid problems, low libido, slow healing, easy bruising, vertigo, headaches/migraines (increased in severity post implant), throat clearing, cough, difficulty swallowing, choking, reflux, gerd, nausea, symptoms of gastritis, night sweats, heat intolerance, interstitial cystitis, ear ringing, metallic tastes, sudden new food intolerances and allergies, heart palpitations, heart changes, heart pain, boils, hard knots, dehydration, frequent urination, numbness and tingling in limbs, chest discomfort, shortness of breath, pain or burning around implant and underarm, depression, anxiety, panic attacks, lumps in armpits, and dense breast tissue were all noted. Her symptoms vary in severity and frequency and remain unresolved at this time. She has had diagnoses of rheumatoid arthritis, lupus, and sjogren's syndrome. Her lupus was discovered through a skin biopsy that was performed after treatment for acne, beginning shortly after she was implanted, had failed. Mammography has demonstrated dense breast tissue (2018 and 2019). Lab work from 2018 revealed elevated ana and rheumatoid factor. Radiography (x-ray) results from 2018 did not reveal any significant findings. The patient stated definitively that the devices will be explanted, however, has no set explant date at this time.